Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys total psa immunoassay on a cobas 6000 e 601 module. The sample initially resulted with a total psa value of 0.13 ng/ml and this value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated, resulting as 5.28 ng/ml. The repeat result was believed to be correct. A second sample was collected from the patient to confirm the value and the result from this sample was 5.42 ng/ml. The patient was not adversely affected. The total psa reagent lot number was 34017601, with an expiration date of 30-nov-2019. The field service engineer could not determine a cause. He inspected the analyzer. He ran performance testing and this was successful. There were no alarms on the last calibration performed on 03-jan-2019. The calibration signals are slightly lower than expected. Quality controls were within range and did not show any indications of a performance issue with the reagent or instrument. The sample centrifugation time was higher than tube manufacturer recommendations. Upon review of the alarm trace, an abnormal probe aspiration alarm occurred on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.